Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient felt that the device was causing pain. The physician did not suspect device malfunction. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.